Event description:
Umbilical catheter placed in newborn. When neonatal nurse practitioner was attempting to pull line back for correct placement the catheter broke. Had to be removed and new catheter placed.